Event description:
Philips received a complaint from customer biomed reporting the error code 1114 (barometer sensor range error) was found in the significant log of a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. The customer biomed was unable to duplicate the error. The unit ran for approximately 1 hour with no reoccurrence. The barometric pressure test results were within manufacturer specifications. A philips remote service engineer (rse) advised a replacement of the da pcba for correction. The investigation is ongoing.

Manufacturer narrative:
The engineer provided their analysis findings to the customer; however, the recommended part is on backorder and not yet available to the customer. The customer confirms the part will be replaced once made available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.